Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the glidescope core onetouch smart cable used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned core onetouch smart cable and confirmed the glitching/split screen image caused by the core onetouch smart cable. Since the customer had already received a replacement glidescope core smart cable, the returned device was scrapped. No corrective action is required at this time. Verathon will continue to monitor for trends. Verathon received a written assurance from the customer's materials director, dated (B)(6) 2020, stating that the reported that the facility "has disposed of all core onetouch smart cables by cutting the cable in two and following our facility's disposal guidelines." An email was received from the customer's materials director, dated (B)(6) 2020 stating that he had personally destroyed the reported device.

Event description:
The customer reported that during a patient procedure, using a glidescope core onetouch smart cable, the image started "glitching". No delay in the procedure, use of a backup device, or harm to the patient or user was reported.